Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, the reported condition was not confirmed. However, during evaluation, it was observed that the device had a squeaky swivel and was difficult to rotate. It was determined that the device showed signs of damage indicative of damage caused by the sterilization process/immersion during cleaning which is failure to follow the directions for use. This was further defined as user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing it was observed that the motor device displayed an e6 error code. It was reported that there was no delay to a surgical procedure due to the event as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.